Event description:
It was reported that during an IV push of ketamine by the physician, the tubing set pressure disc broke, and the medication "splashed" everywhere. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report that the tubing set pressure disc broke was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of model underneath a microscope observed that there was damage (slight tear) at the pressure sensing disc film¿s membrane. Functional testing confirmed the leak from one location at the center of the pressure sensing disc¿s film membrane. The film's membrane observed evidence of deformation due to the stretched film. No other leaks or issues were observed on the remainder of the set. The cause of the pressure disc breaking was damage (slight tear) at the pressure sensing disc film¿s membrane. The root cause of the damage to the pressure sensing disc film membrane was operator error when improperly handling of the product during the manufacturing process.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient's demographics, although requested was not provided.

Event description:
It was reported that during an IV push of ketamine by the physician, the tubing set pressure disc broke and the medication splashed everywhere. There was no patient impact.